Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during dwell 1. Per the caregiver (cg) the heater line disconnected and fell on the floor. The cg asked to end therapy so they could start over. The baxter technical service representative (tsr) assisted the home patient (hp) to end therapy. The call completed and the cg would start over with new supplies. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg on (B)(6) 2012 in regards to a connection issue and he said that it was his fault. He had improperly connected the heater line to the heater bag and so it disconnected. He just started over with new supplies and the patient was able to complete therapy successfully. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.